Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of no telemetry. Visual examination of the device header and case noted no anomalies. The device case was opened, and visual inspection revealed no irregularities. The battery was removed and forwarded for detailed testing. It was determined that the battery was fully depleted, but no battery-related issues that would have resulted in the observed premature depletion were found. The hybrid circuit was attached to an external power source; the current drain of the hybrid circuit was normal. Despite extensive testing, laboratory analysis (including detailed battery analysis) was unable to identify a battery-related or component-related root cause of the reported clinical observations.

Event description:
It was reported that at a recent follow-up appointment, it was not possible to interrogate this pacemaker. It was noted that in (B)(6) 2023 the remaining longevity had been 1.5 years and the patient had been in chronic atrial fibrillation. It was attempted to interrogate with another programmer without success and there was no magnet response. Technical services questioned whether the patient had recently undergone any radiation therapy or procedures since january, etc. The device was replaced and returned for analysis.

Event description:
It was reported that at a recent follow-up appointment, it was not possible to interrogate this pacemaker. It was noted that in (B)(6) 2023 the remaining longevity had been 1.5 years and the patient had been in chronic atrial fibrillation. It was attempted to interrogate with another programmer without success and there was no magnet response. Technical services questioned whether the patient had recently undergone any radiation therapy or procedures since (B)(6), etc. The device was replaced and is expected to be returned for analysis.